Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the camera head communication errors e221 and e222 ware displayed on the monitor. Error code e221 and e222 means that camera head communication is failed. The subject device was used in combination with the olympus video system center otv-s400 with serial number (B)(4). The user replaced the subject device to another similar device and completed the procedure. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus medical systems corp. (Omsc). As a result of the evaluation, the following was confirmed. The base of the camera cable of the camera head¿s main body was bulging. When the device was checked for operation in combination with the olympus video system center otv-s400 with serial number (B)(6) owned by the user facility, the camera head communication error e222 occurred. When the video system center otv-s400 with serial number (B)(6) was checked for operation in combination with the camera head ch-s400-xz-ea of olympus assets, there were no abnormalities. When the video system center otv-s400 of olympus assets was checked for operation in combination with the device, the camera head communication error e222 occurred. The labeling was faded. The external rubber parts were damaged. Since the camera cable was buckled, there is a possibility that the cable was broken due to the load applied to the cable due to user's handling. This may have caused camera head communication errors e221 and e222 due to communication failure. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The instruction manual provides preventive measures against the reported failure mode. If additional information becomes available, this report will be supplemented.